Manufacturer narrative:
Upon receipt, the ICD was interrogated, revealing the mos2 battery status and 18 charging cycles were recorded in the devices memory. The memory content of the ICD was analyzed without indication of a device malfunction. The manufacturing process for this device was reviewed and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process. The final acceptance test proved the device functions to be as specified. During analysis the ICD could be successfully interrogated with a biotronik programmer. The telemetry of the device was tested with different distances between programmer head and the ICD. The device interrogation could be performed properly, also for distances up to 5 cm. The clinical observation could not be reproduced. During analysis the telemetry of the ICD was working as specified. All electrical parameters were verified and showed a normal device behavior. Especially, the current consumption and the battery state of discharge were found normal and as expected. In conclusion, there was no indication of a device malfunction.

Event description:
It was reported that the device could not be interrogated. Please note this ICD is affected by a field safety corrective action, bio-lqc, initiated in march 2021.

Event description:
It was reported that the device could not be interrogated. Please note this ICD is affected by a field safety corrective action, bio-lqc, initiated in (B)(6) 2021.